Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 241 mg/dl, 122 mg/dl, 121 mg/dl, 152 mg/dl, 136 mg/dl, 125 mg/dl, and 119 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.